Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated falsely high sodium (na) results. Customer stated that potassium (k) and chloride (cl) results were also affected, but did not describe the magnitude of error or provide any other information. The results were reported out of the laboratory. However, the results were flagged and the samples were repeated on another instrument in the laboratory. The patient reports were then amended to reflect the correct results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and found a cracked eic (electrolyte injection cup) valve, a leaking ratio pump and a broken carbon dioxide (co2) membrane retainer. The fse replaced the parts and decontaminated the ise (ion selective electrode) module. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. A review of the sodium qc (quality control) on the day of the event did show some imprecision; however, the magnitude of error was approximately 8 millimoles per liter (mmol/l), which does not reflect the magnitude of error reported by customer.

Manufacturer narrative:
(B)(4).